Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the same day the sensor was inserted into the arm. On (B)(6) 2024, the patient reported her bg meter was reading in the 40s mg/dl, but she could not recall what her cgm value was but knew ¿it was inaccurate¿ and felt the inaccuracy ¿affected her health as a diabetic¿. The patient was experiencing dizziness, loss of balance, and blurry vision. The patient called her doctor and emergency medical service (ems). While waiting for ems, the patient self-treated with glucose tablets and crackers. Ems arrived and transported the patient to the emergency room (ER). At the ER, the patient was treated with an unspecified ¿medical tube¿ (presumably an IV fluid/medication). The patient was hospitalized for one day prior to discharge. The patient was stable at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.